Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was pixel color change and the text was dim/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015.device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings:on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. Unrelated to the complaint, a battery compartment crack was found below the grip pad. The keypad cover was intact while the ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.